Manufacturer narrative:
One opened sample, part number 1884012hr, from lot number 0211000371 was received. There was a residue consistent with biological contaminants on the device¿ visually, the middle assembly tip broke off at the spiral wrap which would have resulted in the reported event. The portion that broke off was not returned. The inner assembly spiral wrap was stretched by ½¿. There was no damage to the packaging to indicate a cause. There was no damage to the teeth; however, there were abrasions on both hubs consistent with mishandling (potentially during loading or unloading from the handpiece). There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The nurse said the bur suddenly damaged when it was being used. No patient impact or injury.